Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, d6a, and g4 the following sections were corrected: d1, d4, and h6 the revision reported may have been the result of glenoid loosening and wear. The aseptic (non-infected) loosening may have been due to an insufficient bond between the implant and the bone. The observed wear may have been due to orientation of the components, possibly due to a rotator cuff deficiency, leading to eccentric loading and subsequent wear and possible loosening. However, the sequence of event cannot be confirmed, and potential contributions from patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of glenoid loosening and wear. The aseptic (non-infected) loosening may have been due to an insufficient bond between the implant and the bone. The observed wear may have been due to orientation of the components, possibly due to a rotator cuff deficiency, leading to eccentric loading and subsequent wear and possible loosening. However, the sequence of event cannot be confirmed, and potential contributions from patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left anatomic shoulder replacement was revised. Over time the glenoid component failed and became loose. The surgeon carried out a stage one revision removing the existing implants and inserting a cement spacer, with the future plan to carry out a stage two revision and put a reverse shoulder back in. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: (B)(6) 300-10-15 4.5mm replicator plate. (B)(6) 300-11-00 anatomic torque screw. (B)(6) 310-01-44 44mm x 17mm humeral head. (B)(6) 300-101-09 equinoxe, humeral stem primary, press fit 9mm. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.